Manufacturer narrative:
Product analysis: there was a detachment on the hypotube approximately 43.2cm distal to the strain relief. The hypotube was kinked both proximal and distal to the detachment site. The hypotube material was oval and jagged on both sides of the detachment site. The transition tubing was bunched proximal to the guidewire entry port. There were kinks along the distal shaft 1cm, 4cm, 4.7cm 6.4cm distal to the guidewire entry port. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 1st, 2nd and 3rd distal stent wraps with struts bunched and raised. There was deformation to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately calcified and non- tortuous rca lesion exhibiting 90 % stenosis. No damage was noted to the device packaging and no issue removing the device from the hoop / tray. The device was inspected with no issues noted. Negative prep was performed successfully. Pre-dilation was performed using two balloons including one non-mdt balloon and one solarice balloon. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered but no excessive force used. The device failed to cross the target lesion. The physician decided to withdraw the device and it was reported that the shaft broke and that the stent was deformed. The physician pulled the device back to the guiding system and removed the stent shaft system. The physician removed the guide wire and broken shaft together at the same time. The physician continued the procedure by re-using the guide and using another resolute integrity of the same size . The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. It was reported that there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.